Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the battery power source connector on the controller was loose. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
One controller  was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. The reported event (loose component) was confirmed at the bench level. The controller failed visual inspection but passed functional testing. Power port 1 connector is loose from the controller housing with a displaced o-ring gasket. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.